Manufacturer narrative:
Performance testing was run on the analyzer and this was within specified limits. An inspection of the analyzer revealed a significant amount of dust on the analyzer. A specific root cause could not be determined based on the provided information. The issue may be related to the cleanliness of the analyzer. Other possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
The patient was not treated based on the initial value of 19.63 pg/ml. The analyzer is currently working correctly.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 19.63 pg/ml accompanied by a data flag and this value was reported outside of the laboratory to the physician. Three hours later, a second sample was collected from the patient and tested on (B)(6) 2017, resulting as 4.44 pg/ml. Since the results of the two samples were not consistent, both samples were repeated. The first sample was re-centrifuged and repeated, resulting as 5.48 pg/ml on (B)(6) 2017. The second sample repeated as 5.11 pg/ml on (B)(6) 2017. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 245180. The reagent expiration date was asked for, but not provided. The related quality control results do not indicate an issue. Upon review of the alarm trace, a liquid level detection alarm could be seen on (B)(6) 2017.